Manufacturer narrative:
Evaluation summary:post market vigilance (pmv) led an evaluation of one device opened by the account. The evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Each instrument was received with the bag disengaged and not received. No plastic remnant was noted on the ring. Each clear plastic sheath was disengaged and received. The black shrink tube was stretched and broken on the ring. The plunger and metal ring advanced and retracted properly. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur when an obstruction is introduced inside the metal ring. An obstruction can occur when an instrument, extraneous materials, or the cinched bag itself interferes with the retraction of the ring. In this case, the black shrink tube fails during retraction, but the black shrink tube remnant remains on the ring. The average force required to replicate condition has been measured at 14 lbs. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap chole, an ecatch was used to remove a gallbladder and failed. When they went to remove the instrument from the abdomen, the clear plastic on the metal ring was sheared off and left behind in the patient. They opened another ecatch that was successfully deployed but upon removal of the specimen, the same incident occurred, the plastic around the ring was sheared off and was left behind to be retrieved by the surgeon. This incident occurred with a surgeon who has used this instrument since medical school. At this point, the hospital has sent the product to their risk assessment department for review. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. Device fragment did fall into the patient cavity- the plastic remnant on the ecatch metal deployment ring. Device fragment was not left in the patient. To correct the problem:s being reviewed by (B)(4) risk management. *** additional information requested via email to (B)(6)*** 1. What is the patient age, weight, gender, or patient identifier (i.e. Initials or ID number, not the full name of the patient)? 2. Can you obtain a copy of the photo you viewed or any other photos of the device?